Event description:
The patient contacted animas on (B)(4) 2012 reported that on (B)(6) 2012, his blood glucose was measured at 430 mg/dl with nausea between 10:00 am and 11:30 am, a bolus of 36 units humalog u100 was delivered via the insulin pump. The patient reported awoke on (B)(6) 2012 with blood glucose (bg) of 400 mg/dl. At 10:00 am that same morning, the patient bg was reportedly 412 mg/dl after using the pump to deliver blouses of 11 units of insulin at 2:10 am, 13 units at 7:33 am, 9.5 units at 7:44 am, and 13 units at 8:27 am. The patient was treated at the emergency room on (B)(6) 2012 at 10:00 am with IV therapy. Insulin pump therapy was discontinued at this time. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was transferred to (B)(6) medical center at 2:00 pm on (B)(6) 2012 with a bg of 87 mg/dl. The patient reported lantus ('or something') being administered to him. The patient's bg was reported to be 73 mg/dl at 4:10 pm on (B)(6) 2012. The patient alleged that the morning of the call, while a hospital inpatient, he observed that the insulin cartridge was damp on the outside of the cartridge and that he could smell insulin. The patient reported that he did not visually observe any drops of insulin while observing the outside of the cartridge. The patient stated that the luer lock connection between the cartridge and the tubing was tight. The patient reported inserting a new cartridge and discarded the previous cartridge. The patient stated he could still smell the insulin. The patient denied a change in his supplies. The patient was unable to provide the lot number or expiration date of the suspect cartridge and was uncertain of what type of insets he uses or where they were purchased. At the conclusion of the call, the patient remained off of insulin pump therapy and remained an inpatient at the hospital. This complaint is being reported because the patient experienced elevated blood glucose while on insulin pump therapy and alleged that the insulin cartridge used at that time was leaking insulin.

Manufacturer narrative:
The insulin cartridge has not been returned to animas for evaluation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the insulin cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.